Event description:
The patient reported she was admitted to the hospital in (B) (6) 2009 with elevated blood glucose of 27.7 mmol/l (499 mg/dl). She was treated with an insulin IV in the ICU for one day and transferred to the regular care unit for 3 days. Her normal blood glucose range is 5-7 mmol/l (90-126 mg/dl). No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.